Manufacturer narrative:
Date of event: used the first day of the bsc aware date since event date not provided.

Event description:
It was reported that shaft break occurred. A 2.0mm x 220mm x 150cm coyote balloon catheter was selected for use. However, it was noted that the balloon broke before it entered into the patient's body. No patient complications were reported.